Event description:
A pt informed a dentist that later in the evening following a tooth whitening dental treatment that had gone to the hosp because of the pain in the teeth and overall swelling and irritation throughout the gums, mouth and throat. The dentist asked the pt to return to his office so that he could do a post operative eval. The next day after the post operative eval, the dentist said that he did not notice any signs of tissue trauma with the pt and that the tissue looked in good health. He was a liitle skeptical of the pt's claim of extreme pain after viewing of the oral environment, but still proceeded to treat pt with a neutral sodium fluoride gel application. The pt was no longer in pain and agreed to inform the dentist if any symptoms of pain came back.